Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the fse that during maintenance, the cardiosave hybrid, 3.1 edition intra-aortic balloon pump (iabp) device failed manifold drive test, and the power went out halfway through the inspection. There was no patient involved.

Manufacturer narrative:
Updated field: b4, d9(return to manufacture date)g3, g6, h2, h11.